Event description:
Prior to a typical flutter procedure an intellanav mifi open-irrigated was selected for use. Upon pulling the supplies out and it was observe that the seal on the packaging was not stuck down making the product not sterile. An exchange of the device resolved the issue. The procedure was completed without any patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.